Event description:
Freestyle libre three continuous glucose monitoring system does not accurately display the blood sugar. The last three sensors have been faulty, even though it is not the lot numbers included in the recall. The alarm is continuously going off stating low blood sugar, but when using a regular glucose device levels are within the normal range. All three sensors are from lot 60002190. Ref reports: mw5161696, mw5161697.